Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00423.

Event description:
This is 1 of 2 reports. A customer reported that the a1059 mayfield modified skull clamp was faulty on the end where they swivel (on the side that has two pins) and was not locking properly. There was no known patient injury nor delay in surgery.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Mayfield skull clamp was returned for evaluation. Device history record (DHR) - record showed no abnormalities related to the reported failure. The reported complaint was confirmed from the visual evaluation of the returned product. Shock cushion has moved forward causing it to not lock properly. The lock had movement and residue build up. The unit also had other worn parts that need to be replaced. The observed condition is likely caused by wear and tear / improperly handling of the device. The definite root cause cannot be reliably determined.

Event description:
N/a.